Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft, an afx suprarenal aortic extension and an afx limb extension were implanted to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) months post op, a routine follow-up CT identified a type iiia endoleak and a type iiib endoleak. Re-intervention was performed with a full re-line of an ovation ix abdominal stent graft system.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia endoleak with complete component separation, a type iiib endoleak of the bifurcated device, and secondary endovascular procedure. The type iiib endoleak is most likely device-related due to the use of strata material. The procedure-related harms for this event could not be determined. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.